Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced multiple falls. As a result, she began to feel uncomfortable stimulation at the ipg site. It was also reported when the patient turned the ipg off, the sensation was no longer present. As such, the patient underwent surgical intervention where the ipg was explanted and replaced. Postoperative, the patient is no longer experiencing the issue and is receiving effective therapy.

Manufacturer narrative:
Corrected data: lot number is 3583762; not 35837692 as previously reported. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.